Event description:
The pt underwent a successful test dose of baclofen (50 mcg). Per the hcp, following this test dose, they routinely perform a bolus and set the continuous infusion rate at 96 mcg/day; however, this was too high for the pt who was a child. The pt was overdose and stopped breathing. The pt was taken back to the "theatre"; the drug was extracted from catheter and the pump; and the pt was successfully kept on a ventilator until normal breathing resumed. The pt was reported to be doing well with the new pump. The hospital did not feel the event was device related.